Event description:
It was reported that this pacemaker was discovered to be in safety mode upon interrogation. The patient was observed to have an underlying rhythm at 40 beats per minute (bpm), instead of pacing and 72.5 b pm as per safety mode settings. The patient then swapped to pacing to 72.5 bpm without any changes being made around the device. A magnet was tested over the top of the device to see if this would cause it, but this had no effect. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker was discarded at the hospital and is not expected to be returned back to boston scientific for analysis at this time. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.